Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An intestinal perforation is a known complication of a peg tube/j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized for a bowel perforation, location was not reported. Duodopa lcig was not being used at the time of event and the probe was changed to an unknown probe, which was scheduled to be changed again on (B)(6) 2019.